Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, header detachment was observed during the procedure performed to replace the ventricular lead.

Event description:
Reportedly, header detachment was observed during the procedure performed to replace the ventricular lead.